Event description:
It was reported that during the implantation of the realize adjustable band, the band was placed in a different position than usual due to a large artery. The surgeon attempted to remove band then it would not unlock. The surgeon was concerned that there may be damage to the band so it was cut out and replaced it with a new band. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.